Event description:
On (B)(6) 2013 the reporter contacted animas to report the onetouch ping pump was not displaying the bolus doses in the pump history since the date of (B)(6) 2013. The patient did not suffer any injury or seek medical attention due to this issue. However, as the issue was not resolved, this complaint is being reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results: no defect was found. A power on reset with default time and date was recorded after an empty cartridge alarm on (B)(6) 2013. Deliveries were resumed and pump continued to run on default date and time for approximately 13 hours. A manual time and date change was recorded after 13 hours to (B)(6) 2013 @ 11:15pm and indicates the pump was powered off for more the 24 hours. Due to the default time and date the "tdd" and "pump history" appears to be inaccurate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.